Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced swelling and infection at the implant site. Subsequently, the patient was treated with oral antibiotics for 7 days (date not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.